Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On the day of the event the patient felt unwell while driving in their car, were able to park the car, but lost consciousness. When a fingerstick was taken the blood glucose reading was 0.30 (units unknown but mostly likely would be 30 mg/dl) and it was stated the patient had a sever hypoglycemia. Different values reported from the same event were a cgm reading of 105 mg/dl and a blood glucose reading of low. The patient was brought to the hospital by the paramedics and at the time of the report the patient had a blood glucose reading of 0.39 (units unknown but mostly likely would be 39 mg/dl) despite having received treatment with sugar. The patient was discharged at 11:50am and at 4:30pm the patient had 1g05 (units unknown but mostly likely would be 105 mg/dl) on the pump, and a fingerstick of 0.30 (units unknown but mostly likely would be 30 mg/dl) after treatment with coke and jam. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator during the time of the event. The reported glucose values for an unspecified time during the event fall within the d zone of the parkes error grid. No additional patient or event information is available.

Event description:
The patient was discharged at 11:50am and at 4:30pm and at that time the patient had a cgm reading of 105 mg/dl on the pump, and a fingerstick of 0.30 (units unknown but mostly likely would be 30 mg/dl) after treatment with coke and jam.

Manufacturer narrative:
(B)(4).